Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 24 year old female patient. The patient had an elevated troponin poct testing result completed with quidel (99.5 ng/l) at the doctor¿s office and was sent to the emergency room. The troponin result in the emergency room (roche method) was negative. At a follow-up appointment, the patient had an elevated alinity I stat high sensitive troponin result of 65 ng/l. The sample was repeated on beckman and siemens which also generated elevated results. The sample generated a negative (6 ng/l) result with roche. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 24 year old female patient. The patient had an elevated troponin poct testing result completed with quidel (99.5 ng/l) at the doctor¿s office and was sent to the emergency room. The troponin result in the emergency room (roche method) was negative. At a follow-up appointment, the patient had an elevated alinity I stat high sensitive troponin result of 65 ng/l. The sample was repeated on beckman and siemens which also generated elevated results. The sample generated a negative (6 ng/l) result with roche. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the alinity I stat high sensitive troponin-I assay included review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not yet available. A search for similar complaints could not be performed as the lot number was unknown. A review of tracking and trending did not identify any related trends for the issue for the product. The device history record review did not identify any non-conformances or deviations associated with list number 08p13 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent was identified.